Manufacturer narrative:
.

Event description:
A report was received that the patient's ipg was in an uncomfortable area. The patient underwent a pocket revision wherein the ipg was moved. No device malfunction was suspected. The patient was doing well postoperatively.